Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was a crack on top of the reservoir compartment. It was also reported that the reservoir was unable to lock in place. The customer's blood glucose was 282 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring.